Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient's symptoms were in the right lower leg. No surgery was planned at this time, the doctor was hoping the granuloma would resolve over the next several weeks/months so that the patient would not have to have surgery.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2004, product type: catheter. (B)(6).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (45 mg/ml at 8.936 mg/day), bupivacaine (30 mg/ml at 5.957 mg/day), and clonidine (110 mcg/ml at 21.84 mcg/day) via an implanted pump. The patient's medical history included multiple back surgeries. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the patient had pain, numbness, and tingling in his right lower leg. A CT myelogram was done this week and showed a granuloma at the catheter tip. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Today, the physician removed the drug from the pump and replaced it with preservative free normal saline. He attempted to clear catheter but was only able to clear about half the catheter volume. The catheter volume on the telemetry strip showed 0.450 ml. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient status was reported as alive with injury with the injury noted to be the pain, numbness, and tingling in his left lower leg that started about 6 months ago. The pain had steadily gotten worse. No further patient complications have been reported as a result of this event.